Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection procedure, the surgeon fully extended the inner shaft with no problem however when they tried to attached it to the anvil it did not clicked into fully seated position. It was noted that the attaching was loose ,so the anvil was removed from the inner shaft and from the cavity by small incision. It was felt that the anvil center rod was loose ,and connected the white trocar into the anvil center rod, then pinched and retightened the center rod by forceps. Then the surgeon re-inserted the anvil to the cavity and attached the anvil to the inner shaft , and anastomosis was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was observed to be bent and the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories, or if the instrument is applied over an obstruction. The root cause of the observed damages was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Correction: if information is provided in the future, a supplemental report will be issued.